Event description:
Consumer called to report their plink meter is not accurate. Consumer got "hi" twice and adjusted insulin on the readings. Had to go to the hospital for treatment. Believes the meter is inaccurate.